Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: occlusion, thrombus, migration, tilt, bleeding, tachycardia, anxiety, depression, pain, swelling, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding, tachycardia, anxiety, depression, pain, swelling, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012, due to deep vein thrombosis (dvt) and thrombophlebitis. Patient is alleging migration, tilt, bleeding, ivc dvt. Patient alleges "since my hospital stay, I have limited use of my left leg. Where the dvt was worst, it is constantly achey ( pain level 3 on a scale from 1 to 10) even while elevated. If im on my feet for more than an hour or two, my leg starts to swell and the pain increases to a level of 6/7. Also, I experience tachycardia often heart rate 130 bpm, this did not happen before." "Since my last hospitalization in (B)(6) 2021, I can no longer be on my feet for more than a couple of hours, without swelling/pain in my left leg. I must elevate the leg to reduce swelling." Depression, anxiety. Successful filter retrieval reported on 09jun2021 due to bilateral lower extremity and ivc dvt. Per venogram report, "right superficial femoral venogram was performed and demonstrates complete occlusive thrombus." "The catheter was retracted into the right common femoral vein and a right common femoral venogram was performed and demonstrates complete occlusion of the right common and external iliac veins with filling of pelvic collaterals." "Impression: 1. Extensive occlusive bilateral lower extremity dvt extending above the patient's indwelling ivc filter. 2. Successful placement of 3 overlapping 50 cm infusion length catheters for overnight catheter directed thrombolysis" per retrieval report (successful), procedures performed: 1. Right popliteal venogram. 2. Right common femoral venogram. 3. Left profunda femoral venogram. 4. Left common femoral venogram. 5. Inferior venacavogram. 6. Ultrasound-guided access of the left common femoral vein. 7. Cannulated extracorporeal venovenous bypass 1 hour. 8. Mechanical thrombectomy of the right lower extremity veins and ivc. 9. Post mechanical thrombectomy right popliteal venogram. 10. Post mechanical thrombectomy right superficial femoral venogram. 11. Post mechanical thrombectomy right common femoral venogram. 12. Mechanical thrombectomy of the left lower extremity veins and ivc. 13. Post mechanical thrombectomy left profunda femoral venogram. 14. Post mechanical thrombectomy left common femoral venogram. 15. Post mechanical thrombectomy inferior venacavogram. 16. Ivc filter retrieval. 17. Post ivc filter retrieval venogram. "The inferior vena cava lysis catheter was then exchanged over a guidewire for a hockey catheter and a venogram performed. This demonstrates multifocal nonocclusive thrombus in the ivc below the level of the ivc filter with occlusive thrombus at the level of the filter." "The by pass aspiration cannula was placed through the 26 f sheath into the infrarenal ivc below the indwelling filter and extracorporeal veno venous circuit was started from the cannula to the left innominate infusion cannula."